Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator, right atrial and right ventricular lead revision procedure on may 4, 2018. The patient's implantable cardioverter defibrillator had exhibited an alert for possible high voltage circuit damage on (B)(6) 2014. Additionally, the device had reached elective replacement indicator on (B)(6) 2017. The patient's right atrial and right ventricular leads had exhibited low and out of range impedance. The right ventricular lead also exhibited a loss of capture. During the procedure, the leads were noted to be tightly twisted in the pocket. Multiple breaks in the lead conductors were noted. The right ventricular lead was capped and replaced. The right atrial lead was capped. The device was removed and replaced. The patient did not experience any adverse events throughout.

Manufacturer narrative:
The reported events of low impedance, insulation anomaly, twisted and damaged lead was confirmed but the event of a lead fracture was not confirmed. Final analysis found a partial lead measuring 13.5 cm. The returned lead was found to be twisted with an external insulation abrasion 5.0 to 5.6 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The reported event of low impedance was due to the abrasion.